Manufacturer narrative:
As reported in mw5078749 with concomitant product egiaustnd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection, the device did not staple correctly. There was no patient injury.